Event description:
Indication: niemann-pick disease type b; niemann-pick disease, unspecified. Home health nurse reports the pump (serial number and expiration date not provided) was malfunctioning (saying system time out and an alarm beeping). Nurse said she changed batteries, checked for occlusions and administration set was correctly connected and it still was not working. Pharmacy to replace pump. Return material sent for pump associated with event. Pump availability for investigation dependent upon pt return. Unknown if pt missed a dose or had an interruption to therapy. No adverse event(s) reported due to product issue. No further info.